Event description:
It is reported connection issues. Verbatim: the or is claiming that the preop staff is not tightening the j-loop enough and it occasionally comes apart in the or. I have a sample of one, if you can come pick it up and get it to your quality team would be great. The preop nurses are tightening it as far as it will tighten, however, it is real easy to undo it, kind of like the j-loop doesn¿t lock into place, and it comes undone rather easily. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm or injury, only negative was that the device came undone and leaked, but was put back together by staff.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.